Event description:
It was reported to philips that the device had experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. He manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the therapy pca, processor pca, and therapy capacitor required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device had experienced a defib test failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.